Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced out of range for an indeterminate duration of time. The foreign distributor did not report any injury or medical intervention